Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received no delivery alarms during manual prime on multiple occasions. Changing the reservoirs and infusion sets did not resolve the issue. Troubleshooting was performed and the no delivery alarm persisted. The customer was using a back-up plan for one week. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked case at the display window corners.